Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was displaying the battery indicator. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on six months earlier (time not provided). She also mentioned that she experienced having low blood sugar, weakness, and "drunk-like" symptoms after the reported issue began. As a result of the reported issue, she did not take any actions herself. She received assistance from the emergency services and was tested on the ER meter with a result of 30 mg/dl. The treatment received by the patient at the ER was documented as oral medication for diabetes. The reason for this is unknown. At the time of troubleshooting, it was verified that this was not a new product. It was also discovered that the patient had not changed the battery per the owner's manual (use error). This complaint is being reported because the patient claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. The symptoms correlated with the ER meter's result. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.